Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was the j500 pins 1 and 2 were cracked off of the dn pca. The root cause for the damaged pins were excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.